Event description:
During percutaneous transluminal coronary angioplasty (ptca) stent failed to adhere to vessel. Power sail balloon used to inflate balloon. During balloon removal a portion sheared off, and was retained. Patient had chest pain, and was put on intra-aortic balloon pump(iabp). Pain relieved. Next day coronary artery bypass graft(CABG), and balloon fragment removed.